Manufacturer narrative:
After the battery installation, the pump counted up, and gave an unexpected blank display. The problem was isolated to the mother board. Unable to test for the loud tone due to the blank display anomaly. The pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 208 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.